Event description:
It was reported that a software upgrade was required, and the downstream occlusion seal was detached. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received. Device was functionally tested and the customer reported complaint was able to be confirmed as the downstream occlusion seal was delaminated. After repair and replacement, the device was able to pass all testing criteria.